Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1. The left ibt was inserted after securing insertion route with precision drill as instructed in the surgical procedure. At the time of inserting the right ibt, it got stuck, for which the drill was additionally advanced. Then both ibts were inflated but the left balloon did not inflate. It was revealed that the left balloon was damaged when the drill was used for the right ibt insertion. Leakage of the contrast media to the vertebral body was noted. An alternate kit was prepared and the procedure was completed without patient injury. As a result of the incident, the surgical time was extended 16 to 30 minutes. There were no patient complications reported with this event. Initial diagnosis: compression fracture.